Event description:
The device was applied during a total abdominal hysterectomy procedure. Reportedly, the instrument was difficult to open. The surgeon manually manipulated the device off the application site and completed the procedure. The hospital has reported that no pt injury occurred.